Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Pump received with cracked battery tube thread and cracked case battery tube noted. The test reservoir stay locked in place noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hairline crack where the battery goes in. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.